Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of patient called and stated that her husband passed away and would like to return the replacement device she just received. The device was returned to the third-party service centre. And observed no pca burn. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped.